Event description:
The customer reported the generation of erroneously low sodium and potassium results on 2 different patients. The first patient had an initial sodium result of 131. When repeated it was 142. The same patient had a potassium result of 3.8 initially. The repeated result was 4.2 the second patient had a sodium result of 121. When repeated, the value obtained was 131. The potassium results for this patient were 4.1 and 4.4 when repeated. These results were not reported outside of the lab and there was no change to patient treatment associated with this event.

Manufacturer narrative:
On the 7th of dec a field service engineer (fse) visited the site to investigate the reported erroneous results and ise instability issues. The fse carried out systematic troubleshooting. He performed a full clean of the ise system and prime. Ise calibrations were performed. A poorly performing cl electrode was also replaced. Upon carrying out ise precision, the fse noticed that the di water wash supply had failed due to a short circuit. The pcb driver was also damaged. The fse ordered these parts and replaced them. There was also a malfunction of the ise probe outer wash valve. This was also repaired by the fse. The manufacturer reference number for this event is (B)(4).